Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the calibrated drill bit broke during the operation. The tip of this drill is trapped in the patient and it is unable to be taken out. Surgical delay due to 30 attempts to it take out. No adverse consequences reported. Procedure was completed successfully.

Event description:
It was reported that the calibrated drill bit broke during the operation. The tip of this drill is trapped in the patient and it is unable to be taken out. Surgical delay due to 30 attempts to it take out. No adverse consequences reported. Procedure was completed successfully.

Manufacturer narrative:
The reported event could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much applied force (hard bone structure) or possible inadequate angulation during drilling. The device inspection revealed the following: the tip of the returned drill bit is completely broken off, the broken surface is homogenous. These characteristics indicate that far too much mechanical force had been used during drilling, which resulted in the breakage of the tip (overload beyond its calculated capability). Note that it was mentioned that the patient had hard bone, which explains the applied mechanical force. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.